Event description:
During ebus(endobronchial ultrasound) procedure, balloon maj-1351 was found to have a hole in it after inflation failed. Replacement balloon also developed leak upon inflation attempt. The third balloon (same product) was used and correctly anchored the ebus needle. Pt: 4582. Device: 1504, 1354. Ref: mw5187586.